Manufacturer narrative:
Siemens has attempted an investigation of the reported event. It was stated that a patient complained about excessive noise during a cervical examination 8 months ago resulting in tinnitus. The patient stated that he/she was wearing silicone earplugs with an acoustic filter. Our experts asked for more detailed information in order to investigate the issue. We received feedback that no (developer) savelog is available for the time of the patients examination. Furthermore, no additional information about the patients current health status could be provided due to gdpr laws. Therefore, the data available does not contain sufficient information to conduct an investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the magnetom aera system. The user reported that a patient is suffering from tinnitus problems after an mr examination 8 months ago. According to the information provided, the patient had earplugs during the scan. No further information was provided in regards to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.